Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Name of procedure performed? Deformity lengthening date of procedure? Unknown. Date of reaction? Unknown. Is a photo available of the reaction? No. Were there any medical or surgical interventions performed? Steroid cream. Please describe how the adhesive was applied. As per IFU what prep was used prior to, during or after prineo use? Chloraprep prior to surgery then skin washed down and dried before prineo is applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Op-site dressing for two weeks. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? No just questions about allergic reactions. Patient demographics: initials / ID, gender, age or date of birth; bmi: female patient pre-existing medical conditions (ie. Allergies, history of reactions) eczema has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo skin adhesive used on the patient in a previous surgery or wound closure? Yes. What is the current status of the patient? Being treated with steroid cream and healing. Product not available.

Event description:
It was reported a pediatric patient underwent a spinal deformatity procedure on an unknown date and topical skin adhesive was used. A skin reaction occurred. There was itching and reddening where the dressing was applied and patient used steroid cream and antibiotics. Additional information has been requested.